Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis and irritable bowel syndrome. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as beta-lactamase sensitive penicillins, codeine, hydrocodone bitartrate; paracetamol (vicodin), promethazine, topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain\ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), mood swings ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and benign ovarian tumour ("tumor / teratoma / cancer type: left ovary"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain lower and abdominal distension was resolving and the dysmenorrhoea, dyspareunia, vaginal discharge, hot flush, mood swings, urticaria, urinary tract infection, migraine, nausea, fatigue, weight increased and benign ovarian tumour outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, benign ovarian tumour, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, nausea, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident, injury nos was replaced with hot flashes & new events-mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hives, urinary tract infection, migraines / headaches, nausea, dysmenorrhea, dyspareunia, tumor / teratoma / cancer type: left ovary, left lower quadrant pain, vaginal discharge, fatigue,weight gain, bloating, abdominal pain were added. Concomitant drugs & conditions were added. Historical drug was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)/ gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 626980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis and irritable bowel syndrome. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as beta-lactamase sensitive penicillins, codeine, hydrocodone bitartrate;paracetamol (vicodin), promethazine, topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain\ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/ vag. Discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), mood swings ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ utl"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), rash ("plaintiff claiming allergy: rash/skin condition"), skin disorder ("plaintiff claiming allergy: rash/skin condition"), bladder disorder ("plaintiff claiming bladder/urinary problems"), urinary tract disorder ("plaintiff claiming bladder/urinary problems"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and benign ovarian tumour ("tumor / teratoma / cancer type: left ovary/ tumors"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine, nausea, fatigue, weight increased, benign ovarian tumour, pelvic pain, gastrointestinal disorder and headache had resolved, the vaginal haemorrhage, abdominal pain lower and abdominal distension was resolving and the vaginal discharge, urticaria, urinary tract infection, rash, skin disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, benign ovarian tumour, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis. Discrepancy noted in removal date: (B)(6) 2017, (B)(6) 2018 the plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, genital haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, gastrointestinal disorder, headache, fatigue, migraine, nausea, hormonal changes, weight gain, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Lot number: 626980. Manufacture date:2008-04. Expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received : events added- pelvic pain, rash, skin disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, headache. Outcome of events ¿pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, genital haemorrhage, fatigue, gastrointestinal disorder, migraine, headaches, nausea, hot flush, mood swings,weight gain, tumors¿ updated to ¿recovered / resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)/ gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis and irritable bowel syndrome. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as codeine, hydrocodone bitartrate;paracetamol (vicodin), penicillin nos, promethazine, topiramate (topamax) and tramadol. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain\ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/ vag. Discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), mood swings ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ utl"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), dermatitis allergic ("plaintiff claiming allergy: rash/skin condition"), bladder disorder ("plaintiff claiming bladder/urinary problems"), urinary tract disorder ("plaintiff claiming bladder/urinary problems"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), asthenia ("hormonal changes: low energy ") and depressed mood ("hormonal changes: sad") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and benign ovarian tumour ("tumor / teratoma / cancer type: left ovary/ tumors"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine, nausea, fatigue, weight increased, benign ovarian tumour, pelvic pain, gastrointestinal disorder and headache had resolved, the vaginal haemorrhage, abdominal pain lower and abdominal distension was resolving and the vaginal discharge, urticaria, urinary tract infection, dermatitis allergic, bladder disorder, urinary tract disorder, asthenia and depressed mood outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, benign ovarian tumour, bladder disorder, depressed mood, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis discrepancy noted in removal date: (B)(6)2017, (B)(6)2018 the plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, genital haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, gastrointestinal disorder, headache, fatigue, migraine, nausea, hormonal changes, weight gain, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysteroscopy - on (B)(6)2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Lot number: 626980 manufacture date:2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. Events: hormonal changes: low energy and sad were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('extending into the left myometrium from the left cornu is a coiled metallic device'), device dislocation ('this is not identified within the right myometrium/cornu'), abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)', menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)/ gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 626980) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis, irritable bowel syndrome, uterine leiomyoma, adenomyosis and paratubal cyst. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as codeine, hydrocodone bitartrate;paracetamol (vicodin), penicillin nos, promethazine, topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)", vaginal discharge ("vaginal discharge/ vag. Discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ utl"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), asthenia ("hormonal changes: low energy") and depressed mood ("hormonal changes: sad") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required) and was found to have benign ovarian tumour ("tumor / teratoma / cancer type: left ovary/ tumors"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("extending into the left myometrium from the left cornu is a coiled metallic device"), abdominal pain lower ("left lower quadrant pain\ pain"), mood swings ("hormonal changes describe: hot flashes, mood swings"), pelvic pain ("pelvic pain"), dermatitis allergic ("plaintiff claiming allergy: rash/skin condition"), bladder disorder ("plaintiff claiming bladder/urinary problems"), urinary tract disorder ("plaintiff claiming bladder/urinary problems"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, vaginal discharge, urticaria, urinary tract infection, dermatitis allergic, bladder disorder, urinary tract disorder, asthenia and depressed mood outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine, nausea, fatigue, weight increased, benign ovarian tumour, pelvic pain, gastrointestinal disorder and headache had resolved and the vaginal haemorrhage, abdominal pain lower and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, benign ovarian tumour, bladder disorder, depressed mood, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis. Discrepancy noted in removal date: (B)(6) 2017, (B)(6) 2018. The plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, genital haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, gastrointestinal disorder, headache, fatigue, migraine, nausea, hormonal changes, weight gain, tumors on (B)(6) 2009 patient undergo for hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysteroscopy - on (B)(6) 2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Concerning the injuries reported in this case, the following ones were described in patients medical record: device embedded, device expulsion, device dislocation. Lot number: 626980; manufacture date:2008-04; expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2020: medical record received. Events added: extending into the left myometrium from the left cornu is a coiled metallic device, this is not identified within the right myometrium/cornu. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in 2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis and irritable bowel syndrome. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as beta-lactamase sensitive penicillins, codeine, hydrocodone bitartrate;paracetamol (vicodin), promethazine, topiramate (topamax) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain\ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), mood swings ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and benign ovarian tumour ("tumor / teratoma / cancer type: left ovary"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain lower and abdominal distension was resolving and the dysmenorrhoea, dyspareunia, vaginal discharge, hot flush, mood swings, urticaria, urinary tract infection, migraine, nausea, fatigue, weight increased and benign ovarian tumour outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, benign ovarian tumour, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, nausea, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Lot number: 626980, manufacture date:2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('extending into the left myometrium from the left cornu is a coiled metallic device'), device dislocation ('this is not identified within the right myometrium/cornu'), abdominal pain ('gastrointestinal or digestive system condition type: bloating/abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)/ gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 626980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6)2002, body mass index normal and cholecystectomy. Hysterosalpingogram, date of hsg test was given date: 2009, 15 weeks after essure placement. Previously administered products included for birth control: tri-cyclen from 2004 to 2007. Concurrent conditions included diverticulosis, endometriosis, irritable bowel syndrome, uterine leiomyoma, adenomyosis and paratubal cyst. Concomitant products included levonorgestrel (mirena) from 2007 to 2009 for birth control as well as codeine, hydrocodone bitartrate;paracetamol (vicodin), penicillin nos, promethazine, topiramate (topamax) and tramadol. On (B)(6)2009, the patient had essure inserted. In (B)(6)2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/ vag. Discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/abdominal pain"), hot flush ("hormonal changes describe: hot flashes, mood swings"), urticaria ("allergic or hypersensitivity reaction type: hives\ rashes or skin conditions type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary/ utl"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), asthenia ("hormonal changes: low energy") and depressed mood ("hormonal changes: sad") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required) and was found to have benign ovarian tumour ("tumor / teratoma / cancer type: left ovary/ tumors"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("extending into the left myometrium from the left cornu is a coiled metallic device"), abdominal pain lower ("left lower quadrant pain\ pain"), mood swings ("hormonal changes describe: hot flashes, mood swings"), pelvic pain ("pelvic pain"), dermatitis allergic ("plaintiff claiming allergy: rash/skin condition"), bladder disorder ("plaintiff claiming bladder/urinary problems"), urinary tract disorder ("plaintiff claiming bladder/urinary problems"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed) bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device dislocation, device expulsion, vaginal discharge, urticaria, urinary tract infection, dermatitis allergic, bladder disorder, urinary tract disorder, asthenia and depressed mood outcome was unknown, the abdominal pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine, nausea, fatigue, weight increased, benign ovarian tumour, pelvic pain, gastrointestinal disorder and headache had resolved and the vaginal haemorrhage, abdominal pain lower and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, benign ovarian tumour, bladder disorder, depressed mood, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- approximately three rings of the essure were visible after deployment. Left ovarian mass: benign ovarian tissue with histological feature suggestive of endometriosis discrepancy noted in removal date: (B)(6)2017, (B)(6)2018 the plantiff received treatment for dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, genital haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, gastrointestinal disorder, headache, fatigue, migraine, nausea, hormonal changes, weight gain, tumors on (B)(6)2009 patient undergo for hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysteroscopy - on (B)(6)2009: result: total bilateral occlusion. It was occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, left lower quadrant pain, dysmenorrhea, menorrhagia, migraines. Concerning the injuries reported in this case, the following ones were described in patients medical record: device embedded, device expulsion, device dislocation. Lot number: 626980 manufacture date:2008-04 expiration date: 2010-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.